Manufacturer narrative:
All operating currents were within specification. There was no unexpected low battery or off no power alarms. The unit passed the after battery change error, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm. There was no unexpected reset or time reset. However, the unit alarmed radio frequency failed self-test during the self-test due to a faulty radio frequency board. The functional test could not be completed due to the radio frequency failed self-test alarm. The unit had a cracked case on the display window corners, a minor scratched lcd window, a cracked lcd window, a cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer also reported that she was pregnant. The customer's blood glucose level was 406 mg/dl. The customer reported having symptoms. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was diabetic ketoacidosis. The customer was treated with an insulin drip. The customer completed troubleshooting but did not find any air bubbles, leaks, cloudy insulin, or bent cannulas. The customer declined to troubleshoot for insertion site issues and settings. The customer reported that every day at 10, the device does a system reset and turns off. The customer's device was replaced and returned.